Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000137454.

Event description:
Related manufacturer reference number:3006705815-2023-03997. It was reported that the patient lost therapy due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted and replaced to address the issue. It is unknown why the ipg was replaced and it is unknown which lead migrated.

Event description:
Additional information indicates the device was electively explanted/replaced due to the patient's body size. There is no alleged stated deficiency or malfunction of the device.

Manufacturer narrative:
Correction: additional information indicates the device was electively explanted/replaced due to the patient's body size. There is no alleged stated deficiency or malfunction of the device; therefore, this device is no longer considered reportable.